Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified.